Event description:
Related manufacturer report number: 2916596-2021-05600.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient events and patient outcome could not be conclusively established during this evaluation. Furthermore, review of the submitted log file confirmed several low flow hazard alarms and revealed power changes; however, a specific cause for these events, could not be conclusively determined. It was reported that the patient was having low flow alarms and their pump sounded different. The submitted log file contained relevant data from 06:14:58 through 06:15:16 on (B)(6) 2021, per the timestamps. Low flow hazards were detected on (B)(6) 2021 with flows dropping to a range of 0.0-0.3 lpm right after the controller was connected. The observed low flow events did not appear to be associated with elevations in pump power or pi events. At the end of the log file, a controller exchange was performed. The pump operated above the low speed limit for the duration of the log file. Despite the observed events, the pump appeared to be operating as intended. An additional log file was submitted. The submitted log file contained data from 06:36:25 on (B)(6) 2020 through 07:15:58 on (B)(6) 2021, per the timestamps. Low flow hazards were detected on (B)(6) 2021 with flows dropping to a range of 2.2-2.4 lpm right before the driveline was finally disconnected. The observed low flow events did not appear to be associated with elevations in pump power or pi events. Throughout the captured data, elevations in pump power as high as 7.8 w were captured. Corresponding elevations in pump flow, as high as 8.9 lpm, were also captured. At the end of the log file, the pump was stopped, consistent with pump being turned off before the patient expired. The pump operated above the low speed limit for the duration of the log file. Despite the observed events, the pump appeared to be operating as intended. It was communicated on (B)(6) 2021 that the patient¿s pump showed no unloading when their echo was performed. The account suspected inflow obstruction. It was reported that their abdomen and chest became extremely warm throughout the day and they required additional oxygen. The family decided to turn off the patient¿s pump that afternoon and they expired shortly after on (B)(6) 2021. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. The heartmate ii lvas instruction for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿ contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. Section 5 of the IFU ¿surgical procedures¿, outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5, under ¿preparing the ventricular apex site¿ warns, ¿take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction.¿ this section also instructs the user to inspect the ventricular chamber for mural thrombi and crossing trabeculae and address both as needed. Section 5, under ¿inserting the sealed inflow conduit¿, states: to insert the sealed inflow conduit: ¿ select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: ¿the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum. ¿ care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. ¿ the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms and the pump sounded different. The system controller was exchanged. The log file captured 3 backup battery fault alarms, 2 of which were caused by yellow wrench alarms as well. It was suggested to reseat the emergency backup battery in the system controller. An echocardiogram showed no unloading on the pump. An inflow obstruction was suspected. The patient's abdomen/chest got extremely warm throughout the day and they required additional oxygen. The patient's family ended up turning off the pump later that evening and the patient had passed away shortly after.